Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. Unexpected restart alarm and unresponsive button weren't verified due to blank display. The device had received with minor scratches on the display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call, she had woken up for a nap and the device alarmed unexpected restart and thought the batter was dead and changed the battery, now the display is blank. The act and esc buttons aren't responding. Customer's blood glucose was 229 mg/dl. Troubleshooting was performed and the display didn't return after inserting a new battery and cleaning the battery compartment. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.